Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) was dispatched to the site and found a bent cover which pressed on the right foot switch, preventing the table locks from engaging. The fe fixed the cover and verified that the table locks were functioning according to specifications.